Manufacturer narrative:
Retainer = missing. Customer returned pump for an alleged critical pump error (open book image) alarm, moisture exposure, and cosmetic damage located on the back of the pump found on (B)(6) 2021. The pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. The pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, and active current measurement however, unable to perform the displacement test and occlusion test due to broken reservoir tube lip and missing retainer. Successfully utilized crest and thus to download history files, traces and comlink3 files. No fatal alarms or multiple critical error handling alarms are found in the downloaded trace/history files and the comlink3 files indicates a rf test failure triggered the critical pump error (open book image) alarm. The pump was cut to open to perform a visual inspection. Moisture damage was found on the rf chip on pcba 1 and pcba 2. Critical pump error (open book image) alarm is due to moisture damage on the rf chip. The following were noted during physical inspection: missing retainer, partially broken reservoir tube lip, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, serial number label fading, battery compartment cracked, and cracked battery tube threads. Cosmetic damage on the battery compartment and battery tube threads are confirmed. Critical pump error (open book image) alarm is confirmed due to moisture damage on the rf chip. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error .customer stated insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.